Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation it is likely the reported issue was caused by a blown fuse. However, the specific cause of the blown fuse was not established at this time. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned for evaluation. The evaluation uncovered that the unit did not turn on due to blown fuses in the functional control. Additionally, the unit had four worn feet in the housing. The faulty parts were replaced. The device was inspected and passed olympus functional standards. G3: aware date of the reportable malfunction found during the evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The user facility returned an asset high flow insufflation unit to the service center. During a standard inspection and estimation of the returned device, the unit does not turn on due to blown fuses was identified and is a reportable event per the risk summary application (rsa) used by olympus complaint handling group. The customer did not report any problems associated with the device and there was no patient user injury or harm reported to olympus.